Event description:
The field service engineer reported the system locked up during an inspection. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of pt or staff injury were reported.